Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated they were unclear how to report ausab quantitation panel results based on the letter the customer received from abbott laboratories regarding the ausab quantitation panel assay. It is unknown if there was impact to patient management.